Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by the reporter. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2015 to reposition an unknown quantity of unknown distal screws in an attempt to gain additional length at a non-union site. There was no report of surgical delay and the procedure was completed successfully. The patient's postoperative condition was reported as stable. The patient sustained a left distal femoral fracture on (B)(6) 2014. The patient initially was treated with a knee spanning large external fixator for ten days and then underwent an open reduction internal fixation (orif) on an unknown date during august 2014. During the surgery the patient was implanted with a synthes 4.5mm variable angle (va) condylar plate and an unknown quantity of associated screws. This complaint is related to (B)(4) which addresses and reports and additional event related to this plate. This report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).